Manufacturer narrative:
This report is submitted on july 14, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device and an infection at the implant site that was treated with oral and topical antibiotics. The patient was hospitalised. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.